Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01046. It was reported that rapid battery depletion was observed via remote transmission. Diminishing r-waves were observed on the rv lead. The device was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2020 with no complications. The patient was stable before and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.